Event description:
Device 4 of 7: the initial MDR was for one affected device, but a total of seven (7) affected devices were returned. Therefore, the additional reports are also being filed. Reference manufacturer's report: 1649914-2012-00020.

Manufacturer narrative:
(B)(4). Device 4 of 7. Reference manufacturer's reports: 1649914-2012-00020. Method: device history records were reviewed with no anomalies similar to the complaint condition found. Results: there were 12 sets (same lot) returned from the manufacturer. All packages were intact and unopened. Five of the twelve packages contained complete sets with no bond separation; no issues. Of the remaining 7 devices, 2 had separated at the 1st and 2nd double t-sites, and another 2 had separation between the 2nd and 3rd double t-sites. Three of the sets had separation at the single t-site tubing bond. Evaluation of the bond areas indicated that not enough solvent was applied as per specification at the tubing to connector interface. Conclusion: folding the device during use or transport can cause/contribute to the t-sites torquing and weakening the tubing bond to failure. A correction action measure is already in place to address that issue. In addition, inadequate solvent applied to the tubing contributed to the weakened bonds. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.